Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support resolved the issue by arranging for a replacement pump with updated software to be sent to the customer, who was advised to use a backup insulin pump to ensure continuity of insulin delivery. The customer was also provided with instructions on returning the problematic pump and acknowledged all steps required for transitioning to the replacement device.